Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, fracture occurred post-operatively. The device was implanted during a preperitoneal device implantation in a robotic laparoscopic ventral hernia repair procedure. The wound was closed with sutures and glue.